Event description:
On (B)(6) 2012, the patient contacted animas alleging that the pump dispensed insulin during the load step when he changed his supplies. There was no reported adverse event associated with this complaint. The patient reportedly discontinued insulin pump therapy and went on a back-up plan for insulin delivery. This complaint is being reported because the alleged malfunction remained unresolved.

Manufacturer narrative:
(B)(4): review of the black box revealed "pump not primed" and "no cartridge detected" warnings. On inspection, there was visible moisture in the display and a crack was observed in the case above the ir window. There was no damage to the keypad; however, none of the keypad buttons responded when pressed. The keypad was removed for investigation and revealed corrosion under the button contacts. Leak testing confirmed a case leak. The pump was opened and revealed internal moisture damage to the inside of the pump. Adequate investigation of the pump was not able to be performed due to the unresponsiveness of the keypad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Correction number: 2531779-03/24/2010-003-r.